Event description:
Rn was administering im injection medication using the 23gx1 in smiths medical hypodermic needle-pro with protection device. During removal of needle from pt. Arm, the needle detached from the safety mechanism, leaving just the needle in the patient arm. This rn then had to remove needle from patient with her fingers, reattach to safety mechanism, and then deploy the needle cover. FDA safety report ID# (B)(4).